Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medical safety review there is no sufficient evidence suggesting a causal relationship between the event and device because of the following: 1. No implant break was reported, and the implant is still in the patient; therefore, device analysis is not feasible. 2. Limited information regarding the following: implant sizing, placement, site preparation, pre-operative range of motion, surgical technique, postoperative activity recommendations, nsaid use, medical and surgical history. 3. Patient selection: the age of 60 is older than average for arthroplasty. 4. The provided images show another cervical device at the superior level, and there is limited information about this device. 5. Limited motion can be explained by possible fusion, which is a known complication of arthroplasty. 6. Neck pain is hard to attribute to the device, even if the patient did not have neck pain previously. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having cervical artifi cial disc placement. It was reported that after 8 months post operation, there were neck pain and motion problem. Patient achieved solid fusion. Product remains in patient. Additional information received from manufacturer representative that pre-op diagnosis was cervical degenerative disc disease and procedure involved was cervical disc replacement and fusion. It was unknown that the mdt product malfunctioned. But according to the x-ray image (8m post-operation), patient showed motion problem when he performed flexion and extension. Mdt prestige showed limited motion. Physician confirmed that the medtronic product caused or contributed to the neck pain or motion problem in patient. There was no additional surgical or medical intervention done as a result of this event, just medication for the neck pain.

Manufacturer narrative:
Additional information: radiographic image review result : medical advisor interpretation c3-4 / 4-5 prestige artificial disc. Lateral view magnified. Flex ex view show lack of motion at both of the treated levels c3-4 / 4-5. C 4-5 image demonstrate fusion. Additional information: g3,g6,h2 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.